Event description:
It was reported the patient had 6 asymptomatic low flow alarms, which were seen on the system controller. The most recent low flow alarm was seen on (B)(6) 2024. Nothing was identified on ventricular assist device (vad) interrogation. The patient had a history of mild stenosis of the outflow graft (MFR: 2916596-2024-07190). The log files were submitted for urgent review. Following review of the submitted log files, it appeared the event log did not capture any low flow alarms as it may have been overwritten by new data. The event log was full of pulsatility index (pi) events on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 - medical device problem code: corrected manufacturer's investigation conclusion: analysis of the submitted log files did not confirm the reported low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 11:48:27 through 12:37:21 on 24oct2024, per the timestamps. No low flow hazard alarms were observed. Of note, several pulsatility index (pi) events were captured within a short period, which would have overwritten older events, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.